Event description:
It was reported that the pump was experiencing repeated primary audible.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, the top case was cracked on the front corner and the bottom case was damaged. Review of the event history log showed occurrences of "primary audible alarm post" and "acu watchdog" errors. Functional testing included multiple occlusion tests. The reported alarm was not duplicated during the investigation and the main board was found to be working with no issues found. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record., corrected data: updated d1 and d4, model number.